Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited a rate of 25 beats per minute (bpm) on the monitor as well as the patient's pulse. This occurred after the implant procedure. It was noted that all measurements were within normal limits. The device was programmed to sense, pace, and respond on both chambers (ddd) with a rate of 60 bpm. The patient was pacer dependent but no adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Event description:
Additional information indicated the device was not pacing for approximately five to ten seconds and the patient was symptomatic. It was noted the patient had the device extraction and re-implant the previous day and laprascopic cholecystectomy on the day of the event and the symptoms were approximately one hour post operatively. There was no physical record of electrogram variation or vital sign variation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information available.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.